Manufacturer narrative:
Other, other text: additional information is provided for h.2, h.3, and h.6. Three photos were received for evaluation. Visual inspection revealed the samples were received without the original packaging; it's possible that the breathing bag was damaged. Functional testing was performed, and the reported issue was able to be replicated. The root cause was unable to be determined. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the connection part of the anesthesia bag broke. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. D4: UDI section is unknown, no information has been provided to date. G5: 510k is blank, device is exempt. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.